Event description:
Five weeks post ablation procedure, the patient presented to the emergency room where a small atrial esophageal fistula was diagnosed, and a stent was placed. The patient had an atrial fibrillation ablation procedure on (B)(6) which was completed with no apparent complications and the patient was discharged to home. On (B)(6), the patient presented to an outlying emergency room with complaints of fever, chills and general malaise. A CT of the chest revealed a small atrial esophageal fistula. The patient was transferred to a third hospital and had an esophageal stent placed to repair the fistula and the patient is currently recovering.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Review of the device history record was not possible as the lot number is unknown. Based on the information received, the cause of the reported atrial esophageal fistula remains unknown.